Manufacturer narrative:
(B)(4). This lot was manufactured from july 24, 2014 to july 25, 2014. Evaluation summary: the sample was available for evaluation. A visual inspection identified a white particle, approximately 1.80 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the reported condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor had particulate matter. The device was filled with levobupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.